Manufacturer narrative:
Additional contact: phone: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the drug solution flowed out of the liquid storage bag in the box. No adverse effects were reported.